Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, the device was evaluated on site by a qualified technician. Inspection of the machine showed that the bypass connector was leaking. The seal was replaced and the bypass tube was reconnected with no further issues. The reported condition of leak was verified. The cause of the leak was due to an aging connect port of bypass tube. The service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from an ak 96 machine during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional information become available, a supplementary report will be submitted.